Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to out of phase motor encoder signal. The displacement test could not be performed or the motor position encoder error alarm verified due to motor error alarm. The device also had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 214 mg/dl. The customer explained that he was wearing the insulin pump during an MRI test. He stated he was in hospital for non-diabetes related issues. The alarm history showed two motor error alarms and a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.